Event description:
It was reported that the 9600 system had a memory problem. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The pt data was cleaned from hard drive during the service call. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.